Manufacturer narrative:
Section h11,additional mfg narrative of the initial medwatch report indicates stryker evaluated the customer's device and observed that the device logged the event code. The technician advised the customer the error occurs when the user attempts to run a user test immediately after powering on the device. The original cause of the logged codes could not be determined, therefore a conclusive cause could not be determined. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Section h11,additional mfg narrative of the initial medwatch report should indicate stryker evaluated the customer's device and observed that the device logged the event code. It was found that the device had software version 109 or greater installed, and that the user was attempting to run a user test immediately after powering on the device. This is a known issue addressed in the lp15 technical bulletin pc000778 rev at section 5.7. The error was cleared and did not return. The device was returned to the customer.

Event description:
A customer contacted stryker to report that the device logged an event code that is associated with a failure of the device to provide defibrillation therapy. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device logged the event code. The technician advised the customer the error occurs when the user attempts to run a user test immediately after powering on the device. The original cause of the logged codes could not be determined; therefore, a conclusive cause could not be determined. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that the device logged an event code that is associated with a failure of the device to provide defibrillation therapy. There were no reports of patient use associated with the reported event.